Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) checked vacuum adjustment was ok after cleaning the inlet filter, but the vacuum and pressure filter needs to be replaced to prevent the problem from occurring again. A 9 volt battery will not be ordered because the customer already has it in stock and will provide it when performing maintenance. Lithium ion batteries have an expiry date of july 8, 2026. Equipment not released for use. The issue has not been resolved yet as customer need to accept the parts quoted. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service engineer (fse) that when performing preventive maintenance, cardiosave intra-aortic balloon pump (iabp) failed pim module in service mode. There was no patient involvement reported.